Event description:
It was reported that o2 sensor test failed during pre-use check and there was water present in the air gas module. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer, the air gas module was replaced. The air gas module was not received since it was kept by the customer, but a report of an excessive amount of moisture in the air gas module was received. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. No device log files has been received, despite several reminders. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The reported o2-sensor test failed during pre-use check is probably related to the water in the air gas module. The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.